Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The probe was inspected under the microscope a missing electrode was confirmed, however the ceramic was still intact. Excessive wear marks on ceramic, lumen and deep scratches on insulation (heat shrink) were observed. The missing electrode was returned with the device. No functionality test were done due to the device condition when received. The probable root cause/s could be excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub.

Event description:
It was reported that the tip broke off; the tip was retrieved from the patient and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke off; the tip was retrieved from the patient and the procedure was completed successfully.